Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt expired. The first lesion was in the mid rca with 80% stenosis and a 3.5 mm vessel diameter. The physician placed a taxus express2 3.5 x 16 mm drug eluting stent with residual stenosis 0%. The second lesion was located in the ramus with 90% stenosis and a 2.75 mm vessel diameter. The physician pre dilated the lesion and placed a taxus 2.75 x 16 mm stent. Residual stenosis was 0%. The pt was discharged. Four days later the pt experienced a sudden onset of chest pain and was brought to the ER in full cardiac arrest. Attempts to resuscitate were unsuccessful and the pt was pronounced dead. The coroners report states "opinion: this pt had a witnessed cardiopulmonary arrest while being transported to, autopsy examination demonstrated their death to be due to coronary artery atherosclerosis. Based on the circumstances surrounding this event as currently known, the manner of death is natural." The body of the report makes no mention of any thrombus.